Event description:
In 2006, the patient was implanted with two gore excluder aaa endoprostheses to treat an aortic aneurysm. The patient tolerated the procedure. In 2008, the patient underwent an endovascular reintervention and a gore excluder aaa endoprosthesis aortic extender component was implanted. The type I endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: pxc181200/04576341.